Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: adsr03 ipg, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was cut during a heart valve replacement procedure. The lead was explanted and replaced. It was further reported that the implantable pulse generator (ipg) set screw would not tighten on the new lead. Excessive blood was noted in the header. The device was explanted and replaced. No patient complications have been reported as a result of this event.